Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of hardware reset in original packaging was confirmed in the laboratory. There was a communication problem between the thor chip and firmware which forced the device to go into bvvi reset.

Event description:
It was reported that prior to implant, while in the box, the device went into back up mode. This device was not implanted.